Manufacturer narrative:
Lumenis investigated the reported events contacting the user facility to obtain patient information, treatment settings and patient photographs, which were provided. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. A lumenis healthcare professional evaluated the reported event details and patient photographs concluding the reported treatment settings were appropriate based on common medical practice and device labeling. Furthermore; the professional concluded the probable root cause to be debris build up on the treatment tip as a result of insufficient cleaning by the user facility device operator during treatment in contradiction to device labeling. A review of subject device labeling found the following precautionary statements: "warning - the sapphire tip of the et handpiece must be kept clean during patient treatment. Foreign matter on the tip will get hot due to absorption of laser light and can cause epidermal injury and substantially increased pain." Although most probable root cause for this adverse event was determined to be a "use error", lumenis is reporting this event as the patient was prescribed betnovate (a prescribed topical cream), which meets the definition of serious injury/deterioration: "necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Permanent means irreversible impairment or damage to a body structure or function, excluding trivial impairment or damage."

Event description:
A foreign user facility reported that one (1) patient sustained superficial burns to the right lower leg following hair removal treatment with a lumenis lightsheer duet laser, hs hand piece. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.